Event description:
It was reported that during a case when inserting three screws, the accuracy decreased which resulted in an extended operation time. There were no adverse consequences and the procedure was completed successfully.